Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, while the resection of the transverse colon near the hepatic flexure, the device did not fire and it was difficult or unable to close. The surgeon used another device instead and sutured the remaining of the colon that did not fit and resected by the gia stapler. There was no patient injury.